Event description:
The customer had reported a leaking reservoir. The customer received reservoir replacements and reported the same problem with the replacements. The customer is absolutely sure that insulin did not pass the line when aspirating the insulin into the reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.